Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver sought assistance after the libre 3 plus sensor had been scanned in the libre app prior to pairing with the ilet, which resulted in the sensor being in use by another device and unable to pair with the pump; a software/firmware update was performed, a new sensor was applied, and successful pairing to the ilet was completed. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included routine troubleshooting and user education with restoration of intended use. Investigation included technical review, user guidance on correct setup, and coordination for sensor replacement through the sensor manufacturer. Investigation of this case revealed user setup sequencing caused the pairing conflict, and the ilet functioned as designed after proper configuration. It was concluded that the event was attributable to use error with no device malfunction and no clinical harm.